Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a continuous glucose monitoring (cgm) inaccuracy compared to the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2017. No injury or medical intervention was reported. No data was available for evaluation. The confirmation of the complaint and a root cause could not be determined. It was reported that the patient does not always wash and dry their hands prior to fingerstick testing. Labeling indicates: when taking a fingerstick, it's important to do it correctly. Make sure you wash and dry your hands right before.

Manufacturer narrative:
(B)(4).correction to remove "it was reported that the patient does not always wash and dry their hands prior to fingerstick testing. Labeling indicates: when taking a fingerstick, it's important to do it correctly. Make sure you wash and dry your hands right before."